Event description:
It was reported via repair work order that the foot end brakes would not engage electronically or manually due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.